Event description:
It was reported that during a patient transport the cot dropped. It was reported that the red release lever does not lock. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported

Event description:
It was reported that during a patient transport the cot dropped. It was reported that the red release lever does not lock. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported

Manufacturer narrative:
The investigation concluded that a loose threaded section of the retractable handle and swing handle cable (bowden cable) was incorrectly being activated. This was found to be likely due to an incorrectly adjusted cable assembly which puts an abnormal rotational motion on the threaded section. This issue may stem from incorrectly checking this function during preventative maintenance.